Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) spoke to the robotics coordinator (roco) about documenting the serial number of the endoscope that was causing issues. The roco reported that they have not had any more issues with the camera view going inverted. System is ready for use. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the image was inverted when the endoscope was horizontal. The user completed the procedure using the same system. No known impact or patient consequence was reported.